Event description:
It was reported the customer received a blank display after replacing their battery. The customer also reported receiving a battery out limit alarm prior to their blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting found the customer's battery compartment was damaged or corroded. The customer will be sent a replacement battery cap. Customer's blood glucose was unknown. The customer was to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.